Event description:
The customer reported a leak in front of the coulter lh 500 hematology analyzer. The customer could not find the source of the leak. The volume of the leak was approximately 5 ml and was not contained within the instrument. The startup and controls passed and the customer had not run any patient samples when the leak occurred. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer troubleshot the leak with help from the field service engineer (fse) over the phone. The fse helped the customer locate the leak at the tubing through pinch valve pv37. The customer replaced the tubing through pinch valve pv37 and the leak was repaired. Startup, latron controls and quality control (qc) passed after the repair was done. (B)(4).